Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The touchscreen was not responsive to touch finger commands and failed the touchscreen calibration, "bad touch detected." The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance assurance test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a failed touchscreen. There was no patient involvement.